Manufacturer narrative:
The pump was returned to animas for eval. The pump was returned with a damaged battery cap that was unable to be fully tightened. A test cap was used for further investigation and no power loss or rebooting was detected. The pump was exercised for 24 hours and was found to be operating within required specifications. No insulin delivery defects were observed. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly; it advises routine replacement of the battery cap every six months or more frequently if the pump is exposed to water and/or a dusty environment. The order history for this pt does not show a purchase for a replacement cap; the most recent pump shipment that included a new battery cap was on (B)(6) 2008.

Event description:
It was reported that the pt's blood glucose was 400 mg/dl with symptoms of thirst increased urination, and mood alteration; ketones were not checked. A family member stated that the pt delivered a meal bolus at 4:25pm that was verified in the bolus history. She said that at 6:50pm she checked the pt's blood glucose and discovered the elevation. The pt said that she attempted to bolus, but found that the pump was without power. She stated that she replaced the battery and obtained the verifications screen; the pump appeared to be operating normally at that time. The pt said she delivered correction bolus and symptoms resolved immediately.